Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4): additional information. The sample was received for evaluation on (B)(4) 2011. An actual sample was submitted for evaluation. A visual inspection of the sample confirmed the tube had a cut. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition is attributed to the set changing orientation during machine indexing in the packaging process. A trend review performed on this code revealed that another two similar problems were reported in the past six months. Baxter shall keep monitoring these events during quality reviews.

Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution administration set that had a cut. According to the report, a nurse removed the set from its packaging and noticed the bung on the end had been sliced off from the tubing. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.